Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. There is no indication this relates to manufacturing. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The date of implantation, and date of event were misreported in the initial report, and the corrected dates are contained in this supplemental. On 6/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation revision with mentor siltex round moderate profile 350cc saline breast implants which the left side deflated after implantation. As a result, patient underwent removal and replacement with catalog number 3542655, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
The lot number for the left deice that was deflated is 7295661, and this information was mistakenly omitted from the initial report. Manufacturer¿s reference number: (B)(4).